Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(4). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the generator was not booting up anymore. The issue occurred at a system trade show. No patient was present at the time of the event.